Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parents reported via phone call that the insulin pump alarmed unexpected restart. The customer¿s blood glucose value was 16.7 mmol/l. Customer stated that the unexpected restart alarm was reoccurred again. The customer advised to discontinue use of pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self-test, unexpected restart error test and displacement test. No unexpected watchdog timeout alarm, unexpected restart error or reset time or date anomaly after change battery noted during testing. (B)(4).